Event description:
It was reported that this pacemaker exhibited right atrial (ra) pace impedance measurements of greater than 2,000 ohms at time of implant. A signal artifact monitor event had been stored, resulting in the minute ventilation sensor being switched. This was noted to be due to the out of range ra impedance measurement, as there was no noise observed on the electrogram. The ra pace impedances have since come back to normal range. Inappropriate atrial tachy response episodes and atrial channel oversensing of ventricular signals were also observed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Further engineering investigation was conducted of the devices diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the high out of range ra pace impedance measurements, sam episode, inappropriate atrial tachy response episodes and atrial channel oversensing of ventricular signals was not associated with the devices spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device, this event is no longer deemed to be a reportable incident.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) pace impedance measurements of greater than 2,000 ohms at time of implant. A signal artifact monitor event had been stored, resulting in the minute ventilation sensor being switched. This was noted to be due to the out of range ra impedance measurement, as there was no noise observed on the electrogram. The ra pace impedances have since come back to normal range. Inappropriate atrial tachy response episodes and atrial channel oversensing of ventricular signals were also observed. The device remains in service. No adverse patient effects were reported.